Event description:
It was reported that the pt was a bilateral amputee with high center of gravity. Pt while being transferred, the co presumes, lost consciousness allowing her to "let go." She fell striking her head. She was transported to the hosp, a cardiac arrest took place after she arrived at the hosp. The pt expired in the hosp as a result of a heart attack. Head cat scan revealed no evidence of head trauma. Autopsy performed by the coroner showed no cerebral damage or hemorrages, cause of death heart attack.